Event description:
It was reported the case has physical damage. The epg (external pulse generator) was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper case and lower case were broken. It was also noted that the battery release, heart block, lead flex cover and battery flex were contaminated, the side bail covers, side bails and ring were missing, the ring cover and battery drawer were broken, the battery contacts were compressed, and the display was bleeding.